Manufacturer narrative:
Correction: per the clinic, the antibiotics was administered as prophylactic and there was no concerns of infection.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI on (B)(6) 2025. The patient's head was not wrapped as recommended by cochlear. Following the MRI, it was reported that the patient experienced drainage from the ear canal, scab at the magnet site and received no sound with the device use. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.